Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The date was set incorrectly on the meter. The meter date of "06/12/20" corresponds to an actual date of 30-mar-2023. At 11:39, the meter result was 6.3 inr. At 11:41, the meter result was 7.2 inr. At around 4:00 pm, the lab result using an unknown reagent was 5.0 inr. At 16:25, the meter result was 7.2 inr. The patient used different fingers for all meter tests. The therapeutic range was 2.0-3.0 inr. The testing frequency was bi-weekly or as needed based on if results are out of range. The patient started a new medication to treat an infection in her esophagus. Allegedly, she was told to expect disruptions in her inr due to the new medication. The patient declined to provide medications.

Manufacturer narrative:
The patient alleged she sometimes resorts to milking her finger during blood collection. She did not think her fingers were milked on (B)(6) 2023. Per product labeling: do not press or squeeze the finger. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr, the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer.